Event description:
It was reported that a customer called to complaint about a product quality. She stated that the iv3000 was not peeling away from the backing paper. No patient was injured but this was not normal.

Manufacturer narrative:
H3, h6: the device intended for use in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable root causes are application or product failure. No batch/lot number has been provided, therefore a review of the device history has not been possible. The complaint history file contains further instances. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range. G1 MDR reporting contact name and address and phone number